Manufacturer narrative:
Technician replaced the brake at the foot end of the bed to resolve the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Technician alleged that the brake at foot end of bed would not function.